Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient had a past history of neurocysticercosis, meningitis, and a left vp shunt since 1993 for hydrocephalus. According to the report, during shunt revision surgery on (B)(6) 2015, a strata ii valve was connected and checked for adequate csf flow however, the valve was found to have inadequate csf flow. It was reported that a replacement valve, preset moderate pressure, was used to complete the surgery. According to the report, on (B)(6) 2015, a head CT scan showed a significant decrease in the size of the ventricles and the patient's condition improved.